Event description:
It was reported that approximately 2 weeks post-implant of a bifurcated device, two limb extensions in the left common iliac artery and one limb extension on the right, a follow up computed tomography scan revealed a distal type I endoleak in the left iliac artery and a kink at the left limb of the bifurcated device due to vessel tortuosity. Reportedly, the patient was treated with an additional limb extension which successfully corrected the endoleak and balloon expandable stents, to resolve the kink. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, a review of post-operative CT images by a clinical representative confirms the reported endoleak. Based upon the investigational findings, the cause of the reported event could not be conclusively determined based; however, patient anatomy may have been a factor. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.